Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with two 300cc mentor memorygel breast implant and experienced bilateral capsular contracture, baker grade unknown and autoimmune symptoms including raynaud¿s, arthritis, breast implant illness, poor blood circulation, body temperature issues, paresthesia, pulmonary arterial hypertension, hair loss, urinary tracts infections, urinary tract issues, teeth aches, insomnia, pinguecula, pterygium, and heart palpitations post-operatively. It was alledged by the patient that mold was on the devices, but as mentor has received no information regarding explantation or an expected explantation date, this cannot be confirmed. This report is for the left side device.